Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 452 mg/dl at the time of incident and treated with insulin pump and current blood glucose level was 407 mg/dl. Customer was not able to continue troubleshooting. Customer states infusion set was bent. The insulin pump will not be returned for analysis.